Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown emergency procedure, the physician found a crack on the tip of the micropuncture transitionless access set¿s dilator. The physician was attempting to place the device in the "pci" via femoral artery access and did not use a vascular closure device. There was resistance inserting the dilator over a guidewire. The physician discontinued use after the cracked dilator tip was "found". There were no kinks or sharp edges, and the product packaging was not damaged. The procedure was completed with another same-type device. A section of the device did not remain inside the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown emergency procedure, the physician found a crack on the tip of the micropuncture transitionless access set¿s dilator. The physician was attempting to place the device in the ¿pci¿ via femoral artery access and did not use a vascular closure device. There was resistance inserting the dilator over a guidewire. The physician discontinued use after the cracked dilator tip was ¿found¿. There were no kinks or sharp edges, and the product packaging was not damaged. The procedure was completed with another same-type device. A section of the device did not remain inside the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the IFU also states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Reportedly, resistance was felt during insertion of the device; however, the exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.